Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, keypad/button unresponsive/button error, pump error 24:received this alarm was generated when a power failure was detected. The customer reported no adverse event. The event involved product(s) mmt-1782k. Customer reported receiving a pump error. Customer was not able to clear the error. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Pump was reset and battery was replaced. Time clock did advance after inserting new battery. Pump will be monitored for 2 hours with new battery in place. No harm requiring medical intervention was reported. The customer will continue using the device. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Successfully downloaded history files and traces using thus. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. All buttons were tested while navigating the menus, and they all worked properly. Pump was set to current time and date during testing. Pump was left for a few hours to verify any time anomalies in the pump. Unit was monitored and no frozen screen noted. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Pump error 24 was generated since motor vcc test failed. The motor vcc = 2.7v was below 2.9v. Suspecting the hw. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion, keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad, frozen screen and time/clock anomaly were not confirmed. Pump error 24 was confirmed in the power management graph due to hardware issue. Problem isolated electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.